Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found that foreign material came out from the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, instruction for use (IFU) and past similar case, omsc surmised that the reported phenomenon was attributed to the foreign material or rubber pieces from peripheral devices such as air supply buttons and water supply bottles have entered the channel. Olympus stated the appropriate handling of gif-h185 and the counter measures against abnormalities in the instruction manual of gif-h185.